Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unexpected, elevated blood glucose (bg) levels up to the 400 (mg/dl) range. The customer believed that the high bg levels were due to the infusion set tubing. However, the customer did not have a specific reason or issue that led to identify the tubing as the suspected cause of the high bg levels. Customer was unable to remember the exact name of the infusion set type. The customer declined high bg troubleshooting with tandem technical support. The customer stated her husband had to bring the supplies to her in order to deliver a manual injection; customer reported being too affected and lethargic by the high bg levels to obtain the supplies herself. Customer was able to deliver a manual injection to stabilize the impacted bg level.